Event description:
The npb295 oximeter provided 100% readings and it was isolated to the scp-10 cable. There was no pt involvement.

Manufacturer narrative:
The device was discarded by the user facility. There has been no similar complaints reported for this product.